Manufacturer narrative:
The shock vector was reprogrammed to rv coil to can and the patient will be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's defibrillation lead, exhibited high out of range shock impedance measurements. In the right ventricular (rv) coil to can vector measurements were 73 ohms. Boston scientific technical services (ts) discussed possible causes and programming options. No adverse patient effects were reported.